Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller black power lead connector was confirmed via the submitted customer photo. The system controller (serial #: (B)(6)) was not returned for analysis. A customer submitted photo confirmed damage to the black power lead connector nut. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the black power cable connector on the patient's system controller was broken. The system controller would be exchanged on (B)(6) 2023.